Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer reported problem 'false detection of set in lp# 3/4' could not be confirmed through the event history log. The reported problem 'false detection of set in lp# 3/4' was reproduced during evaluation. Evaluation determined the cause was the force sensor's digital pot reading being out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had false detection in load point 3 and 4. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.